Manufacturer narrative:
No unexpected lost sensor alarms, battery alarms or blank display was noted. The insulin pump passed the displacement test and the off no power test. The operating currents tested within specification. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a cracked belt clip slot.

Event description:
Customer reports to have received a battery low limit alert and after changing batteries, received a blank display screen. Customer changed batteries several times. Customer's blood glucose was unknown. After troubleshooting, display screen did not return, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)